Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 8 months post implant of this 23mm bioprosthetic valve in the pulmonary position of a (B)(6)-year-old pediatric patient, it was replaced valve-in-valve with a transcatheter bioprosthetic pulmonary valve. The reason for replacement was not reported. No additional adverse patient effects were reported.